Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, on initial staple firing on sleeve, the reloads began to fire, then abruptly stopped within the first few millimeters if firing. The staple line did not need repair since no staples made it to the tissue. Another reload was used to complete the procedure. There was no patient injury.